Event description:
It was reported that during the implant procedure of the right ventricular lead, it was difficult to position due to the stylet lead tolerance being too tight. The physician was dissatisfied with the performance/handling of the lead. The lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.